Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a device change out due to eri, vf was not terminated during induction testing. The lead was capped. The patient condition was good.